Event description:
It was reported by the pt that she experienced a "100 percent corneal abrasion last year and took 8 months to heal." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
According to the complaint, the suspect device has been disposed off and is not available for return. A device evaluation cannot be performed; the cause is undetermined. Internal control number: (B)(4).